Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test at 4.0 lbs due to faulty force sensor resistor. The insulin pump was unable to perform basic occlusion, occlusion and the excessive no delivery test due to compromised force sensor system alarm. The insulin pump passed self test, unexpected restart test, displacement test and all operating currents were normal. No unexpected low battery or off no power alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 215 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.